Event description:
The customer received blood glucose readings of 177mg/dl and 181mg/dl on two non-bayer meters. He retested on a contour usb meter and the reading was 30mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.